Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the button's were not responding. The customer¿s blood glucose level was unknown. The customer reported that the keypad was hard to push and there was a delay to response. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.